Manufacturer narrative:
Correction h6: added code 4315. Correction h6: added code 4315.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg 50 mg/dl). No additional information was provided. Pump history showed customer continued using pump for insulin therapy.